Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed system maintenance that was part of standard troubleshooting, replaced the x seal within the rotary valve, replaced the x tubing, and verified the operation of the integrated multisensor technology (imt) diluent pump syringe. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed result was reported to the physician and was not questioned. The same sample was reprocessed on the original and an alternate dimension® exl¿ 200 integrated chemistry system. Higher results were obtained, and a corrected report was issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.